Event description:
It was reported that the pulse generator exhibited backup vvi and could not be restored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found that an integrated circuit component anomaly caused an intermittent high current drain, resulting in premature battery depletion. After replacing the integrated circuit component, normal current drain was measured.